Event description:
A consumer reported that over time the intraocular lens (iol) implanted in his right eye approximately 15 years ago, became occluded, leading to decreased visual clarity. His doctor recommended him a surgical lens exchange. Based on the additional information received, the patient continues to experience blurry vision and intralenticular opacification. In the surgeon's opinion the implanted lens contributed to these events. The lens remains implanted.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).